Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures during self test. The customer¿s blood glucose value was 122 mg/dl at the time of incident. The customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.